Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatments during vf and one inappropriate treatment in response to CPR/motion/tactile artifact. At 14:23:19, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb. At 14:40:06, the patient's rhythm was asystole with CPR/motion/tactile artifact and electrode lead falloff. At 14:41:31, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. At 14:41:55, the electrode belt was disconnected. Patient passed away at 5:25 pm on (B)(6) 2022.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatments during vf and one inappropriate treatment in response to CPR/motion/tactile artifact. At 14:23:19, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb. At 14:40:06, the patient's rhythm was asystole with CPR/motion/tactile artifact and electrode lead falloff. At 14:41:31, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. At 14:41:55, the electrode belt was disconnected. Patient passed away at 5:25 pm on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per additional information obtained from continuous device recording, from 14:16:22 to 14:17:58 on (B)(6) 2022, patient's rhythm was vt/vf. Motion artifact and electrode lead fall off prevented the lifevest from treating the patient. Patient was last seen in asystole with CPR/electrode lead fall off when the electrode belt was disconnected at 14:41:55 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatments during vf and one inappropriate treatment in response to CPR/motion/tactile artifact. At 14:23:19, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb. At 14:40:06, the patient's rhythm was asystole with CPR/motion/tactile artifact and electrode lead falloff. At 14:41:31, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion/tactile artifact and electrode lead falloff. At 14:41:55, the electrode belt was disconnected. Patient passed away at 5:25 pm on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.